Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that screws were loose at s1 and migrated at l5. Patient underwent revision procedure.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of radiographic images show initial films show an isthmic grade ii spondylolisthesis treated with l5/s1 pedicle screws. There is not inter body support, screws in s1 are inappropriately small but the size is not specified and only 4.75 rods are used. Failure is noted with s1 screw breakage. This is treated by revision to larger 6.5 and 7.5mm screws and an anterior inter body graft for support.